Event description:
It was reported that during a pvi procedure while performing ablation, patient's blood pressure dropped. The event was observed on the 21st ablation. Cardiac tamponade was confirmed. Patient was transferred to the operating room for drainage and open chest surgery. Patient was hospitalized. Patient condition has improved. Patient prognosis was satisfactory. Physician commented that the event was possibly procedure related.

Manufacturer narrative:
The device was discarded by the customer. Therefore, no evaluation was performed. (B)(4).